Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in process; no information has been received, should the requested additional information be subsequently received it will be process and considered accordingly. A cause of death has been requested and not received. (B)(4).

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the ipg implant.

Manufacturer narrative:
The cause of death was received from the funeral home as lung cancer with metastases to the bone. Product event summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.